Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the new right atrial (ra) lead exhibited noise, unspecified capture issue and failure to sense. The ra lead was not used. The physician elected to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure.